Event description:
It was reported that the sample flow never goes up more than 100 ml/min with the pump. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. There is no physical damage on the device. Functional testing confirmed that the reported issue was verified. The root cause of the reported issue was found to be defective pump. The unit was scrapped. Common device name, operator of device,and report source are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: corrected information provided in d2.